Event description:
The customer states that the provue gave a negative result for a patient sample that was visually confirmed as a weak positive and tested as weak positive in manual gel ( anti-d antibody was identified ). No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and performed the reader camera adjustment. The fe changed the reader camera specs from 119 to 111. The customer ran and accepted qc. Repairs have returned this instrument to expected operation. (B)(4).